Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
The contact reported the infusion set site fell out of the customer's body. The customer did not notice that the site had fallen out. The contact reported the customer's blood glucose (bg) levels at 589 mg/dl. The school nurse gave the customer a manual injection of insulin to stabilize blood glucose level as requested by customer's health care professional. The customer will continue with manual injections of insulin for therapy at the request of the health care provider. Contact was unable to provide active case products. Although requested, additional information was not provided.